Event description:
Customer reported to beckman coulter, inc. (Bec) that level 2 multiqual control has bottomed out on multiple chemistries on the cartridge chemistry (cc) side of the unicel dxc 600 synchron system the last two nights. Customer indicated that level 2 multiqual control was acceptable when repeated. Customer reported that level 3 quality control ran directly after level 2 was acceptable. Customer reported that the problem seemed to have started after the night tech replaced the cap piercer blade. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) confirmed the cap piercer was leaking. The fse found debris was present in the wash station. The fse cleared the debris from the wash station.

Manufacturer narrative:
Evaluation results: wash station. (B)(4).